Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-02620. It was reported the pt has been experiencing pocket heating at his ipg side while charging. The pt stated the heating is uncomfortable and his skin over the ipg site often becomes red. The pt has to stop charging and wait for 1 to 2 hrs before continuing charging his ipg. A new replacement charger was sent to the pt to address the issue. F/u identified the pt received the new charger and the pocket heating has reportedly resolved. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.